Event description:
Healthcare professional reports one incident of a patient reaction with the psn 210 dialyzer. It was reported that thirty minutes into treatment, patient complained of nausea and choking which subsided within five minutes without medical intervention. Treatment was continued with the same dialyzer without further incident. Patient was subsequently dialyzed with a dialyzer of a different membrane type without incident.